Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device pa2961 / vcp316w, and no non-conformances were identified. Additional h3 investigation summary: a suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic appendectomy on (B)(6) 2019 and the suture was used. The needle was broken at the swage part during use. There were no pieces fell into the patient. There were no patient consequences reported.